Event description:
It was reported that the patient passed away due to a pulseless ventricular tachycardia (pvt). Preceding the pvt, the patient experienced episodes of ventricular fibrillation (vf), which were successfully treated by high voltage shocks from the device. Abbott technical support was contacted and noted that the pvt episode did not fall into the programmed monitor zone of the device, and therefore, no therapy was delivered. There was no allegation of malfunction made against the device, nor was the abbott device alleged to have caused or contributed to the patient's passing in any way. Abbott technical support confirmed the device behaved appropriately according to the programmed settings of the device.